Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood leaked out of the bd insyte¿ autoguard¿ bc shielded IV catheter valve. This occurred 20 separate times during use. The following information was provided by the initial reporter: "there is no function of blood control. When cannula was retracted, the blood went out of the hub very soon."